Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The root cause cannot be determined.

Event description:
It was reported that after placement of an embolization coil in a right internal iliac aneurysm, an attempt was made to detach the coil. The detachment controller light and sound indicators suggested the coil had been detached; however, when the microcatheter was pulled back, the coil came with it. The coil was pushed into the opposite (left) internal iliac artery and a stent was implanted. There was no reported patient injury. The patient is currently reported to be "doing good."